Event description:
It was reported by the patient that the mobile monitoring application had connectivity issues and the interrogation time was slow. Device connect error 133 was noted indicating that bluetooth was trying to connect to the phone but was unable to, due to the patient being out or range. It was noted that the icm was unable to detect a racing heart beat. The patient also had the patient activator but only used it once since it was not working. The mobile application had timeouts, the application had been on three separate phones but the issue was the same. Advised to ensure that the smart device was connected to the internet (wifi) and in addition, check if sufficient cellular network available and in addition, ensure that the application was allowed to use cellular data. The suggestion is to have the patient always keep the smart device physically close to them as it should allow the connection to stabilize and the symptoms to be recorded. Advised that if the issue continues, have the wifi router rebooted to see if it helps the connection to be reestablished. Also added an advise not to delete and reinstall the application as it can affect the connection status as well. The icm remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.